Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) set screw was damaged during procedure and became loose and unable to tighten. The device was unable to be implanted on (B)(6) 2026 and successfully replaced. The patient was stable.